Event description:
User received discrepant troponin t results for one patient sample. Initial result 0.126 ng/ml, repeat gave 0.021 and 0.019 ng/ml. Initial result was not reported. User refused service visit from field service representative. If additional information is received, appropriate notification will be provided.